Event description:
It was reported that the patient experienced discomfort. The pulse generator would be moved to a subpectoral implant. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.